Event description:
Approximately 4 years post-op uni compartmental knee was revised. At revision articular surface was found to have wear of the mid portion of the polyethylene through to the tibial base plate.